Manufacturer narrative:
Device evaluation; device returned to manufacturer intact and functional; upon return, the device gel was noted to be cloudy.

Event description:
Bilateral capsular contracture baker grade 3 - left.